Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-14686. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat pelvic organ prolapse. Due to mesh erosion, infections, back pain and bleeding the patient underwent a mesh excision on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported by an attorney the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with an extraperitoneal sacrocolpopexy and perineorrhaphy due to sui and pelvic organ prolapse. It was also reported that the patient underwent transvaginal urethrolysis and repair of transvaginal graft extrusion on (B)(6) 2010 due to incomplete bladder emptying and vaginal extrusion of mesh. (B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Event description:
It was reported that following insertion patient experienced urinary tract infection.